Event description:
A report was received per social media that the patient was experiencing pain. It was noted that the patient's guts and insides would shake so much whenever the stimulation was high. The patient was prescribed with aleve. No further information could be obtained.